Event description:
It was reported that approximately after four days of use, blood was observed in the pump's helium tubing. Since a balloon rupture was suspected, the iab was removed. A replacement was not indicated. There were no associated pt complications.